Event description:
It was reported that during a thrombectomy and atherectomy procedure, the efficiency of the catheter allegedly decreases after ten-centimeter suction. It was further reported that there was allegedly a thrombus at the head end of the catheter, which allegedly blocked during flushing. Reportedly, even after repeated attempts, the catheter allegedly cannot be cleaned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. Therefore, a physical investigation was not possible. The user reported information regarding mechanical jam, after reviewing of the provided videos/images it is shown that the head broke off. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.